Manufacturer narrative:
Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. (B)(4). Evaluation summary: the cds was returned and the reported torn material and leak could not be replicated in a testing environment, as the device was returned with the clip introducer cut adjacent to the housing. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use warning section states that use of a damaged clip introducer could result in air embolism, vascular or cardiac injury. A definitive cause for the reported leak and torn material could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4, with a large central jet. Three clips were planned. The first clip was placed centrally, leaving a medial and lateral jet. The second clip delivery system (cds 70206u102) was advanced into the steerable guide catheter (sgc); however, air was visible in the transparent chamber of the sgc. A second attempt was made to insert the cds with a new three way stopcock, but air was again noted. No damage was observed, but it was believed that the air was due to a broken [torn] clip introducer. The cds was retracted from the sgc under aspiration. The aspiration was continued until all air was removed from the transparent chamber of the sgc, and the cds was replaced. A third cds was attempted, but not used. At this time, there were no additional cds in stock so it was decided to use the second cds again. A clip introducer from another device was taken and mounted onto cds 70206u102. After some manipulation of the device, it was used successfully and the clip was implanted without issue lateral from the first. A third clip was implanted medial, reducing the mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.